Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the software was reloaded. It was also noted that the electrocardiogram (ECG) connector was loose, and the stylus pen was damaged at the tip. (B)(4).

Event description:
It was reported that the programmer would stall when loading software from a universal serial bus (usb). It was also reported the programmer will not accept new software. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.